Event description:
As reported, the patient had an initial right total knee arthroplasty (tka) on (B)(6) 2020. The patient was revised on (B)(6) 2023 due to femoral loosening and poly wear on the patella, which resulted in instability. All components were revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. Associated with 1038671-2023-02914 and 1038671-2024-03158.

Manufacturer narrative:
H3: the revision reported may have been the result of femoral loosening, prosthesis wear, and instability. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. Although the sequence of events cannot be confirmed, the loosening may have contributed to the reported joint instability. The wear may have been due to orientation of the components, third body wear, and/or the reported joint instability. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. D10: lgc tibial fit tray cem sz 2f / 2t - 2-012-45-2020 - 5507506.